Event description:
It was reported that the patient presented for a scheduled implant procedure. During the procedure, it was noted that the helix of the newly placed right ventricular (rv) lead could not be implanted into the myocardium. The rv lead was not implanted, and an alternate lead was implanted instead. The patient was in stable condition.